Event description:
Customer reported an issue with the passport v monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Customer was provided with a replacement unit.